Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin. Customer changed the cartridge in an attempt to resolve the issue. Customer's blood glucose (bg) was 432-468 mg/dl and ketone level was 6.2 mmol/l. Customer was admitted to the hospital and was treated with insulin injections. Elevated bg and ketones were resolved and customer was discharged the next day with no permanent injury.